Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced at third party service center.

Event description:
The manufacturer received information in relation to dream station auto CPAP. The device was returned to a third party service center. The device was evaluated by service technician. The service technician reports the power connector is corroded and dust/dirt contamination. The device was scrapped.